Event description:
A vcare uterine manipulator balloon would not inflate during the surgical procedure. Surgeon and surgical team aware removed the device from the field and replaced it with a working device. No harm to patient, and the procedure was finished as planned. The broken device was sent to clinical engineering and will be returned to the manufacturer for failure analysis.